Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the insulin gauge displayed 28 units, the customer withdrew approximately 70 units of insulin from the cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Although requested, the customer to perform troubleshooting with tandem technical support. Blood glucose level was 210 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.